Manufacturer narrative:
The customer could not provide specific information on which reagent lot was in use for this event. The expiration date, manufacturing date and unique device identifier are therefore not available. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. Beckman coulter has determined through customer feedback and internal testing that the access free t3 reagent lots greater than or equal to 524087 manufactured after june2015 and reagent lots greater than or equal to 570090 manufactured after august2015, demonstrates an upward shift of (B)(4) in the patient's results across the reference interval when compared to the results generated with reagent lots manufactured prior to the june 2015 production lots. This change is expected to be maintained for all future lots. Field safety notice - fsn #28096 and field action - fa#28096 were circulated to all affected customers worldwide via hard copy distribution starting from 09jun2016, through e-mail 10jun2016, and distribution started in EU and emeai on 17th june. Per field safety notice customers using affected access free t3 lots greater than or equal to 524087 and greater than or equal to 570090 are instructed to discontinue using these lots until the laboratory either: verifies that current in use access free t3 reference interval is appropriate; or adjusts or established a reference interval. Appropriate geographies national competent authorities have been informed of this field safety corrective action.

Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for several patients on a unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to another methodology and the patient clinical file. The samples generated elevated results, above the assay's normal reference range. The customer could not provide specific information on the number of patients affected nor the actual results obtained. The customer also analyzed the patient samples on an alternate methodology (no information on what methodology was used) and obtained discordant, lower free triiodothyronine results within that assay's normal reference range. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. No hardware errors or other assay issues were reported in conjunction with these events. The patients' samples were collected in a beckton dickinson serum separation tubes and were centrifuged accordingly to the manufacturer's recommendations at room temperature. No issues with sample integrity were reported by the customer.